Event description:
Information received from the field notes that during a routine follow-up, the patient's underlying rhythm was sinus at 50 bpm. An ECG displayed loss of atrial and ventricular sensing.